Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review initial periapical x rays submitted by the treating doctor showed generalized bone loss and a periodontally compromised condition, as well as calculus accumulation on the lingual surfaces of the lower incisors. The records also documented significant dental crowding and an initial treatment intent to introduce teeth 21 and 28 into the arch. The extracted teeth had been moving from the beginning of the prior treatment. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss involving teeth 21 and 28. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.